Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to an issue with tube set connection. The issue can be resolved by ensuring the tube set is properly connected.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that insufflator pressure became 0 suddenly during procedure. The customer already fixed it by reconnecting the tube-set and rechecking around tube. The tse checked error log but there were no errors and explained to him about it. The tse advised the csr to recheck the situation to see if there was leaking, or if they had used a suction unit at the time of the event. The system was working fine during the call. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after reconnecting the tube-set and rechecking around tube. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.